Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced power cable to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that the system displayed a running on battery message at power up even though it had remained plugged in, and initial troubleshooting confirmed the message persisted after multiple emergency power offs and attempts to power the system from several known good outlets. The user aborted the procedure and planned to swap the patient side cart with one from a different system to continue with the case. No known impact or patient consequence was reported.